Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a replace battery now alarm. The alarm occurred less than 10 hours from the low battery alert. The battery cap was okay. The customer¿s blood glucose level was 230 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. No unexpected replace battery now alarm noted during testing. Power loss alarm and power error 25 alarm are confirmed in the long trace file. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed power error 25 when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at electrical board, the pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.